Event description:
The customer observed falsely elevated alinity I anti-hbs results for numerous patients. The customer stated that for 20 patients the results were 10-100 and when repeated the results were all <10 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated alinity I anti-hbs results on an alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found particle build up in the trigger reservoir due to the worn viton o-ring, size-008, part number a-10004640-01, and needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity I anti-hbs results for numerous patients. The customer stated that for 20 patients the results were 10-100 and when repeated the results were all <10 miu/ml. There was no impact to patient management reported.